Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 409 mg/dl while wearing the pod. The patient was diagnosed with ketoacidosis and treated with 10 mg of liquid therapy injections, 2 mg of ampule ondansetron, and an unspecified amount of insulin injections. The patient was released three hours later. Additionally, it was reported that there was fluid observed inside the pod. The patient resides in germany but was travelling in portugal at the time of the event.